Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant of the leadless implantable pulse generator (ipg) exhibited loss of capture, intermittent capture and high thresholds. Diagnostic testing/troubleshooting was performed and the leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.